Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that the ultrafiltration (uf) goal and treatment time changed on several fresenius 2008k2 hemodialysis (hd) machines during patient treatment. The machine was programed to a uf goal, however at some point during treatment, the machine defaults to a lesser uf goal. The clinical manager stated that the machines can be manually adjusted back to the original settings using the up/down arrows to adjust the uf goal and treatment time. The uf was not turned off at all during these treatments. It is unknown if the up/down arrow keys were used to program the initial settings. Each of the patients successfully completed treatment on the machine and the correct amount of fluid was removed from the patient at the end of treatment. The patients¿ pre- and post-treatment weights were as expected and the same scale was used for both readings. The patients did not eat or drink at all during treatment and no additional fluids were provided to the patient. There was no patient injury, adverse events, or medical intervention required as a result of the reported events. The patients did not have any complaints or symptoms related to the reported event and no additional treatments were required. The clinical manager could not provide the number of times these events occurred, the serial numbers of the machines involved, specific event details, or patient information. Additional patient and treatment details were not provided. Per the clinical manager, the machines are in service and no parts were replaced or machine repairs made.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). Since no serial number was provided, a records review could not be performed on the reported serial number, nor could a device history review (DHR) be performed. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: upon further investigation, it was determined that the event reported on this MDR is not a reportable event. There will be no further updates on MFR.